Event description:
A surgeon provided a spreadsheet of pt data, requesting assistance with data analysis. Pt records and topographies were requested and an analysis of the topographies indicate topographically-observed "central islands" (corneal irregularities) following a bilateral custom myopia with astigmatism laser procedure. This report is for the left eye, the right eye was submitted under manufacturer number 1061857-2007-00004. At 1 month post-op, this pt exhibited a 2-line decrease in bcva for the left eye. Ucva improved from < 20/400 to 20/32. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Pt's with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.

Manufacturer narrative:
The investigation, including root cause determination is in progress.